Event description:
It was reported that during a routine follow up, the right ventricular lead exhibited elevated thresholds. An x-ray revealed that the lead had dislodged which was consistent with the patient developing twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.